Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they did the pre-test, the fixed water in the foley catheter could not be drawn.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received five (5) photo samples. Four (4) photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Fifth photo sample showcases a piece of paper with native writing. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed at 90:10. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. DHR review is not required as the reported event is unconfirmed, however DHR review was completed prior to sample evaluation. As the reported event is unconfirmed, a labeling review is not required.correction: d, e, h.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they did the pre-test, the fixed water in the foley catheter could not be drawn. Per investigator's notification received on 11jun2025, it was reported that asymmetrical balloon was found during sample evaluation.